Manufacturer narrative:
Concomitant medical products: product ID 8591-38, lot# d47720, implanted: (B)(6) 2014, product type: accessory. Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On 2014-03-26, information was received from a consumer regarding a patient who was hydromorphone 7.5 mg/ml at a dose of 3.85 mg/day and bupivacaine 0.2 mg/ml at a dose of 0.09571 mg/day via an implantable pump for malignant pain. Patient medical history and concomitant medications were not provided. The patient had recently developed urinary retention; "will sit for a half an hour to go and even after that she doesn't feel empty". This started after they changed the drug concentration from "5.0 to whatever". The patient was to see their health care provider (hcp) the upcoming friday but wanted to get a "different source" of information. They had spoken to the pharmacist the hcp works with and they "think it may not be related". No further information was provided. Additional information has been requested regarding concomitant medication, medical history, if the urinary retention was related to the concentration adjustment, if any troubleshooting and/or other actions occurred and how the patient was now doing but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.